Manufacturer narrative:
Company comments: causality for chronic renal insufficiency unrelated. This pt had chronic renal insufficiency prior to onset of ae. Causality for staph aureus septic infection unrelated due to has not been previously reported for this lot number of euflexxa is a common refractory bacteria, and in normal skin flora.

Event description:
This serious spontaneous device report was rec'd from an office manager via physician in the united states. A (B)(6) old male pt experienced pseudosepsis (joint inflammation) and exacerbation of chronic renal insufficiency after receiving series of three euflexxa injections (1% sodium hyaluronate) in right knee for an unk indication. The pt had a history of renal insufficiency, arthroscopy of right knee in 2002 and left knee arthroscopy in 2005. Prior to receiving euflexxa injections, the pt did not have any visible infection noted in or around the knee. On (B)(6) 2013, the pt rec'd the third series of euflexxa injection (lot # g11260a, expiration date: 01 october 2013) 2ml in right knee and shortly after the pt was hospitalized. Prep used prior to knee injections were not reported. The admission diagnosis was possible septic knee secondary to injection of euflexxa. The pt was diagnosed with septic knee with methicillin sensitive staphylococcus aureus and exacerbation of chronic renal insufficiency. Upon an extended hospitalization stay (length of stay unspecified), the pt was discharged home with outpatient intravenous (IV) treatment (name, dose of IV treatment unspecified time. On an unk date, the pt was seen by the orthopedic surgeon and found that the pt did not have a septic knee but had pseudosepsis (joint inflammation) and osteoarthritis. The medical assistant stated that the pt did not come for his f/u visit. It was unk if pt continued treatment with euflexxa. At the time of this report, the pt was recovering from the pseudosepsis and the outcome of exacerbation of chronic renal insufficiency was unk. The physician reported that the causality between euflexxa injection and pseudosepsis was indefinitive. Medical history was reported. Concomitant medications was not provided. Add'l info rec'd on (B)(4) 2014 from the physician. Deleted septic knee with methicillin sensitive staphylococcus aureus and added pseudosepsis (joint inflammation). Rptr causality provided.